Manufacturer narrative:
The device history record (DHR) review showed that manufacturing and inspection of the product was performed as per applicable procedures and validated processes. One sample was received for evaluation. A visual inspection was carried out confirming that the sample received is within the allowed range, based on the quality requirements. Functional tests were carried out and no anomaly was detected that is outside the quality standards. The reported condition is not confirmed. A possible root cause cannot be determined. No additional actions were required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the pump was alarming and there were a lot of fine bubbles in the tubing between the feed spike and the pump. The pump alarmed immediately after being connected, saying there was a problem between the bag and the pump. They removed the set and got another set.